Manufacturer narrative:
(B)(4). The facility discarded the blade. Therefore, an analysis cannot be performed. Method code: no testing methods performed.

Event description:
It was reported that during the procedure, the inner cannula tip detached from the hub and fell outside of the outer cannula and into the patient. The surgeon made several attempts with graspers and forceps and was finally able to retrieve the tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.